Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Root cause due to supplier issue. Corrective actions implemented by supplier and takeda CAPA: 3717920.

Event description:
Patient's mom report patient wasted a dose on (B)(6) 2023 due to noticing a piece of plastic in the syringe after mixing the two vial together. One of the vials is 2080 has faulty baxject. Follow up information: ms received response from reporter 13dec2023. Was there any patient injury or medical intervention needed as of result of this incident? No. If yes, please explain. Did any patient miss a dose? No. What baxject device lot# was used for these vials? The lot number of the 2080 un 5 ml w/bxii is tra22806ab but patient mixed two vials together so they aren't sure where the plastic came from. Please provide any additional information you have regarding this incident. Is the sample(s) available for return? If so, please provide the address where the return packaging should be sent. Trying to find out if it's still available. Is there consent to contact the patient? If so, please provide contact name. No. Ms received response from reporter 28dec2023. "Good morning. Mom threw the vials away. Thank you and let me know if you need anything else."